Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported left side "rupture". Healthcare professional reported "deflation". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "rupture" of a saline implant. Device remains implanted.

Event description:
Patient reported left side "rupture". Healthcare professional reported "deflation". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, crack opening. Leak test and microscopic analysis was performed which identified: a curved cracked opening in valve assessed as cracked valve seat diaphragm valve. Based on the device analysis the final assessment is: a crack opening on valve assessed as cracked valve seat diaphragm valve. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional/changed and/or corrected data : a.2, b.5., d.6b., d.9., g.2, h.3., h.6.

Event description:
Device has been explanted.